Manufacturer narrative:
###Additional products: heartware ventricular assist system ¿battery model #: 1650/ catalog #: 1650/ expiration date: 30-nov-2021/ serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 03-nov-2020 labeled for single use: no (B)(4) investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries did not supply power, both exhibited a power disconnect alarm and power switching. The patient used both batteries in the morning and immediately after heard a beep of one of the batteries not being recognized by the controller, and the indicator of the controller was not lit. Both batteries are out of service and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately provide power to a test controller. Log file analysis revealed that the controller (B)(6) in use during the reported event contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed that the batteries were not involved in any premature power switching events. Additionally, review of the data log file revealed an instance involving (B)(6) where the battery's relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. Review of the data log file also revealed momentary disconnections that did not lead to premature power switching events involving (B)(6) within the analyzed period; however, no momentary disconnections were observed on the reported event date. Additionally, review of the data log file revealed that (B)(6) was not in use on the reported event date and no power disconnect alarms were logged within the analyzed period. As a result, the reported event could not be confirmed; however, the observed communication errors are likely related to the reported power disconnect alarms. The batteries were lubricated prior to release. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on the available information, a possible root cause of the reported "battery not recognized/beep and controller indicator not lit" event can be attributed, but not limited to a marginal connection between (B)(6) and the controller during the reported power source exchange, which may have resulted in a low priority power disconnect alarm. Additional products: (B)(6) d10: yes, return date: 26-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.